Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had failed the oxygen sensor calibration. Patient involvement information was not provided. The service engineer (se) verified the issue and performed the oxygen sensor calibration and the unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Identified on 2017-jul-25 that patient involvement had been provided prior to the submission of the initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had failed the oxygen sensor calibration. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) verified the issue and performed the oxygen sensor calibration and the unit passed all testing and operated within the manufacturing specifications.